Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported that a patient death occurred. It was reported via social media that during a watchman left atrial appendage closure procedure a patient death occurred.